Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laminoplasty,  the product was damaged while cutting the bone. It was reported that there was no patient impact. It was also reported that the procedure was completed with backup product(s).

Manufacturer narrative:
H3: product analysis mr8-10ba20d: evaluation determined that the tool was broken. The most likely cause of failure is due to tool's shank made contact for a foreign metal object during operation which damaged then fractured the shank through bending at a stress concentration point. It was also noted light amounts of corrosion and biomaterial could be seen near the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow-up it was confirmed that there was no alleged issue with device mr8-aa10dk used in the event and there was no patient or staff impact.